Event description:
The customer reported the autopulse platform (sn (B)(6) displayed fault code 16 (timeout moving to take-up position). No additional information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed a fault 16 (timeout moving to take-up position) message was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a narrow brake gap (out of specification). The archive data indicated fault 16, confirming the reported complaint. The autopulse platform failed the functional testing due to fault 16 displayed upon powering up, confirming the reported complaint. The brake gap inspection revealed a narrow, out-of-specification gap that needs to be adjusted to specification to address the reported complaint. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).